Event description:
It was reported that during a cryoablation procedure, when removing the coaxial umbilical cable from its packaging, there was a hair in the sterile package. The coaxial umbilical cable was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the reported event and coaxial umbilical cable, 203cx with lot number 21832, were returned and analyzed. The data files confirmed system notice 50012 (obstructed flow), unrelated to the reported sterility issue. The cable and its package were visually inspected, no hair was found. The cable passed the performance test as per specification. Dissection, pressure, and the vacuum test did not show any leaks or blockage of either the injection or vacuum lines. In conclusion, the reported sterility issue was not confirmed through testing; but picture analysis. The coaxial umbilical cable, 203cx with lot number 21832, passed the returned product inspection as per specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.